Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. Per wo notes, verified fluid delivery line (fdl) connection with no damage. Discussed would send quote for 2000 hour service. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite to perform the field action. This arctic sun device had no flow, and the circulation pump was unable to generate pressure greater than negative 0.1 psi. Per wo notes, verified fluid delivery line (fdl) connection with no damage. Discussed would send quote for 2000 hour service.